Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of 5mm, 33cm peek monopolar handle 33cm, dings and scratches were noticed throughout the shaft. The 5mm, 33cm peek monopolar handle 33cm passed the insulation integrity test. The probable root cause/s could be normal wear, user mishandling or improper sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of 5mm, 33cm peek monopolar handle 33cm, dings and scratches were noticed throughout the shaft. The 5mm, 33cm peek monopolar handle 33cm passed the insulation integrity test. The probable root cause/s could be normal wear, user mishandling or improper sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.